Manufacturer narrative:
Other: dditional information is provided for h.2, h.3, and h.6. 2 kits were received for evaluation. Visual inspection revealed both kits had presence of grease inside the bag covering all the parts; both cap syringes were cracked causing grease to leak out. A visual inspection was performed, and the reported issue was able to be replicated. The root cause was determined to be caused by the crack on the cap. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Event description:
It was reported that the lid of the o-ring kit is cracked and something like grease is leaking. No patient involvement.

Manufacturer narrative:
Other, other text: b3: day unknown, month and year are known. D4: lot number, expiration date and UDI information unknown. G5: 510k unknown. H4: device manufacture date unknown, no information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.